Event description:
Complaintant alleged that emergency room staff was treating a patient with a perfusing wide qrs complex tachycardic heart rhythm. The device was attached to the patient via electrodes and the device was put in sync-mode and the energy was charged. The nurse pressed the "shock" button, and the device failed to discharge. The device was switched from sync-mode to defib-mode and appropriately discharged 50 joules to convert the patient's heart rhythm to sinus bradycardia. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.